Manufacturer narrative:
(B)(4). S.w version 5.2a, retainer ring = black. Customer returned pump for an alleged audio/vibrate anomaly/absence of alarm and pump error 53 alarm found on (B)(6) 2021. The pump passed the self test and displacement test. Successfully downloaded history files and traces using thump. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. Pump error 53 alarm was recorded and found in the formatted history file on (B)(6) 2021 00:59:27.000. Pump error 53 alarm due to hardware error (line number 114161480 file number 9920012001) pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 53 alarm was confirmed. Unable to determine the root cause of pump error 53 alarm, problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error 53 alarm. Customer was able to clear the alarm and rewind. Customer stated that the self test was passed. Customer stated that insulin pump had beep error and insulin pump was on audio and vibrate mode. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.